Manufacturer narrative:
The device was received for with the exposed portion of the soft cannula found to have a tear and caused leakage, as fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damage or defects were found with the device, and the cause of the event could not be conclusively determined. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 13.9 mmol/l (>250 mg/dl) between 37 and 48 hours of wearing the pod. The reporter stated the pod was leaking. As treatment a new pod was applied. The device evaluation found a tear in the cannula.